Event description:
It was reported that scratched touchscreen that did not respond in specific areas. There was no reported impact to the customer¿s blood glucose level. Customer remained out of warranty and in process of renewal, declined follow up from technical support, and no additional information was received regarding the outcome of the event.